Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, the pump battery intermittently could not be charged, and that the battery gauge was intermittently fluctuating. Additionally, it was reported that the touchscreen was more sensitive to touch than expected. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support; therefore, no additional information could be obtained.